Event description:
The sterile processing department technician was opening a test pack after pack had been through sterilizer. The tech discovered brown presumably human hair in the middle of the pack. It was clearly not the tech's own hair, which is grey, and the tech wears a cap while working.====================== manufacturer response for biological indicator, sterilization, attest======================left message on voice mail; I expect a call back.